Event description:
Revision surgery required. It was reported that "patient templated for a 2.5 stem and a 54mm cup. After reaming they required a 62 cup, but the size was not available as the tote with the bigger sizes was not there. They used a (B) (4) 62mm cup and stryker lfit v40 36mm head and 2.5 accolade stem. They went back into surgery the same day and revised the hip to a ceramic head and accolade #3 stem."

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008, were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There is 1 event associated with this event type (revision surgery required and product code kwy).